Event description:
The patient experienced a lack of therapeutic effect. The impedances were measured and all pairs were over 4,000 ohms. The patient had a full replacement and was doing well. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported, the patient had lost weight after she was implanted with her first device which caused the implantable neurostimulator (ins) to "protrude and become unattached." It was reported the ins was "not working" so her healthcare professional (hcp) replaced the ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).